Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No excessive no delivery alarm noted. Unit had scratched display window, cracked battery tube threads and missing end cap sticker. Drive support disk was inspected and no anomaly was noted.

Event description:
Customer reported that the insulin pump alarmed no delivery, had a dome label sticker missing and the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.